Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pericardial effusion. It was also reported that right atrial (ra) lead thresholds increased. The lead remains in use. No further patient complications have been reported as a result of this event.